Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rf3210, crt-p, (B)(6) 2012; 1258t, lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had intermittent noise, increased capture threshold and some capture loss. The patient is scheduled to have the lead replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)